Event description:
In 2009, the pt reported experiencing erratic blood glucose readings of 20-500 mg/dl for the past 4 weeks. She stated that 4-5 days ago she began to feel nauseous with blurred vision and her friend gave her orange juice. She stated that her physician recommended blood glucose range is 140-180 mg/dl. Troubleshooting did not reveal any product issues. She stated that she does not believe her basal rates are correctly programmed for her needs. A request for additional training was submitted. No product was requested to be returned for eval.